Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The bulkhead connector was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The connector was returned to the manufacturer. Functional testing found that the component had bent and broken leads. It also failed a continuity test.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were connectivity issues with querying exams. The connectivity light would go back and forth from green to red. The site tried three different cables and was able to get the images to transfer by holding the cable into the bulkhead connector. The site stated that the bulkhead connector was damaged. The site was able to connect with another navigation system. There was no patient present.